Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the video cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported issue of no image. The technical service representative attributed the no image issue to cable failure. Since the customer's glidescope spectrum smart cable had been replaced and there are no repairs available for this device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.